Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and found that the reagent syringe and sample syringe were defective. The fse replaced the sample and reagent syringes to resolve the issue. No further issues were noted after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au5800 chemistry analyzer unit #2 generated erroneously high glucose patient results. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.